Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that reservoir had rewind anomaly. Customer¿s blood glucose was 129 mg/dl at time of incident. Customer states that during fill tubing she was unable to see the insulin coming out the end of tubing. Product will be return for analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir. Performed pre-fill reservoir test. Reservoir/transfer guard found no anomaly during filling. Also, checked o-rings/stopper groove for anomalies none were found. Ran basal bolus leaking test per as follow: reservoir filled with diluent and connected to a new infusion set, installed reservoir and connector into insulin pump. Conclusion: reservoir not leaks and no occluded. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.